Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was damaged. The customer's blood glucose was unknown. The customer need to changing out batteries more frequently every 7 days, diminished battery life, scuff marks and scratches on screen. On back of reservoir port there was hairline crack, top of reservoir port chipped piece broken off and slower during rewind. The customer declined the troubleshooting with technical support. The insulin pump will not be returned for analysis.